Manufacturer narrative:
Concomitant medical products and therapy dates: allopurinol (100mg), metoprolol tartrate, amlodipine besylate, aspirin.

Event description:
On (B)(6) 2019, the patient underwent reintervention for disease progression distal to a previously implanted gore® excluder® aaa contralateral leg component located on the patient's right side. The physician extended the contralateral leg component to just above the origin of the patient's right internal iliac artery. The extension was completed using two additional contralateral leg components. The most distal device was reportedly a plc271200. On (B)(6) 2021, the patient underwent reintervention for disease progression and a distal endoleak on the plc271200 contralateral leg component on the patient's right side. The endoleak was reportedly caused by the disease progression. The endoleak was treated using an aortic extender component. The physician was reportedly pleased with the treatment. The procedure was successfully completed with no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak. H6: investigation findings: code 3233 updated to code 213. H6: investigation conclusions: code 11 updated to code 50.